Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 22ga insyte autoguard bc assembly within an open package from lot 8268697. The needle was received fully retracted. Through the visual/microscopic examination a clear transparent material(lube) was observed within the needle cover as well as on the catheter tubing. Similar observations were made with the photographs. The non-foreign matter (tipping lube) observed for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a jelly like foreign matter substance in the needle cover. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: before use, jelly like fm was confirmed in the needle cover.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a jelly like foreign matter substance in the needle cover. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: before use, jelly like fm was confirmed in the needle cover.